Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The unit was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack at the reservoir compartment. The customer fell and the insulin pump may have cracked then. They noticed the damage when they were going to change the reservoir. The customer's blood glucose level was 13.7 mmol/l. The device was returned for analysis.